Event description:
It was reported the patient ((B)(6)) underwent surgical intervention to explant and replace the ipg due to the ipg no longer communicating with the patient's programmer.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.